Event description:
On 07/27/2000, co was informed that the previously referenced device had been explanted from the pt. The device had been implanted in 1999 and was explanted over seven months later in 2000.